Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge lock sensor was not registering when the door was locked. The users had to slam the door forcefully for the sensor to indicate a locked status. This behavior caused lock failures, preventing staff from accessing the medications inside the refrigerator. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.